Event description:
The pt was implanted with a left ventricular assist device. The hospital reported that the pt was on antibiotics for a chronic drive-line infection. The pt was listed for a heart transplant due to the chronic drive-line infection. The pt received a transplant.

Manufacturer narrative:
The lvad was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.